Event description:
A customer reported receiving an "ER-9" message from the freestyle libre 2 reader. As a result, customer was unable to obtain readings and experienced light-headedness and loss of consciousness. The customer was taken to the hospital where she received glucagon injection and pain medication for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader mcga196-g0964 was returned and investigated. Performed visual inspection on returned reader and observed damage to usb (universal serial bus) port. The reader did power on with a button. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "ER-9" message from the freestyle libre 2 reader. As a result, customer was unable to obtain readings and experienced light-headedness and loss of consciousness. The customer was taken to the hospital where she received glucagon injection and pain medication for treatment. There was no report of death or permanent injury associated with this event.